Event description:
The customer reported that the insulin pump alarmed no delivery during prime process. Customer's blood glucose was unk. The call was disconnected no further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).